Event description:
It was reported that during a shoulder scope procedure, as the probe was being inserted, it was noticed that the tip was broken off. No one noticed if the tip was missing before inserting it into the patient. However, it was gone when they found it on the scope before using it. Further, an x-ray was done and the tip was not found.

Manufacturer narrative:
The tip breaking condition was confirmed on the returned unit. The detached ceramic plus electrode was not returned with the unit. Additional information included with the returned with the returned unit stated that the tip broke off during a shoulder case and they could not find it. An x-ray was performed and it was not found inside the patient. A possible user related (misuse) contributor cannot be ruled out. The unit was not activated during surgery however, it was confirmed that the unit was in contact with the patient and other instruments. The unit could have been impacted by another instrument (cutter, bur, etc) or a heavy object while sitting on the mayo stand before use or while being inserted into the patient¿s shoulder. In addition, it was informed that no one noticed if the tip was missing before inserting it into the patient, but it was gone when they found it on the scope before using it. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a shoulder scope procedure, as the probe was being inserted, it was noticed that the tip was broken off. No one noticed if the tip was missing before inserting it into the patient. However, it was gone when they found it on the scope before using it. Further, an x-ray was done and the tip was not found.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.